Manufacturer narrative:
Hoya corporation pentax tokyo office, specification developer, registration no. (B)(4). Pentax of america, inc., importer, registration no. (B)(4). Pentax of america, inc. (Importer) is submitting the report on behalf of hoya corporation pentax tokyo office (exemption number (B)(4)). Based on discussion with FDA on (B)(4) 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
The customer owned device was previously returned to pentax medical from a customer on 04/jun/2019 and inspection of the unit was performed on 05/jun/2019 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection. Leak at biopsy channel (large/ primary) distal side. Right /left angulation knob play. Forward body trim collar attaching nut worn/ loose thread. Prism scratched. Failed dry leak test. Up/ down brake lever broken. Failed wet leak test. Image spots. Distal cap/ case cracked. Up/ down angulation knob play. Distal cap - fixed type k1 - zone k - seal integrity intact. Hole in # 2 remote control button cover. Operation channel- primary slice by accessory. Umbilical cable single buckled under pve root brace. Light carrying bundle distal cover glass middle scratched. Suction function not performed unit compromised. Customer complaint confirmed. Fluid invasion not observed in pve connector. Fluid invasion not observed in control body. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with miscellaneous parts, and returned to the customer upon completion.